Manufacturer narrative:
Concomitant medical products: product ID 977a275 lot# serial# (B)(4), implanted: (B)(6) 2021, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that electrode #13 read do not use over 40,000 ohms. The patient reported no falls. It was unknown what factors may have led or contributed to the issue. The patient's current programming was not using that electrode. The rep reprogrammed stimulation to better cover patients areas of pain. The programming did not use electrode #13. The issue resolved. No symptoms were reported.